Event description:
It was reported that the patient experienced pain at the ipg site when they charged due to the ipg being close to the surface. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced deeper, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported the patient was experiencing pain at the ipg site. This issue cannot be confirmed with product testing alone. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Monitoring the device on an oscilloscope didn¿t identify any anomalous outputs. The ipg was functionally tested to manufacturing specifications using the autotester and passed all tests except ucod and batch impedance tests due to the broken feed through wire on channel 8. The broken wire is consistent with explant damage and is not related to the reported event.